Manufacturer narrative:
(B)(4). The patient was seen in the clinic, where device reprogramming of the tachy zones was performed. An x-ray was also performed which was unremarkable, and no further actions were planned. The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received several shocks from the device. The patient was checked at the clinic. The patient reported feeling palpitations prior to receiving the shocks, but had no other symptoms. The device data was sent to technical services for review. It was noted that the shock impedance measurements were higher than those at implant, up to 124 ohms, but were not out of range. A review of the episode found the patient had received five shocks total and that therapy was exhausted in the episode. The patient was in a fast ventricular tachycardia (vt), which was detected and treated successfully. However, post-shock atrial fibrillation (af) was present. The vt re-initiated spontaneously a few seconds after the first shock and again was reverted to afib after the second shock. The ventricular rate remained high, with intermittent runs of pvcs or aberrant conduction, leading to the third shock. The rhythm was accelerated after the fourth shock, showing aberrant conduction or a different type of vt. After the fifth shock, there was a three beat reset of the tachycardia. Therapy was exhausted and no further s-ecgs were available for review. It was later reported that the vt was not converted after the last shock. However, the field representative reported that after the shocks, the patient's symptoms resolved. The patient will return to the clinic at a later date for programming changes. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4); the patient was seen in the clinic, where device reprogramming of the tachy zones was performed. An x-ray was also performed which was unremarkable, and no further actions were planned. The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Boston scientific received new information about this patient and device. It was reported the patient had additional episodes of vt and received 13 shocks from the device. No shock were reported to be inappropriate. The patient was subsequently hospitalized and underwent a cardiac ablation procedure. One week post-ablation, the patient requested the device be deactivated, due to fear and anxiety of receiving any more shocks. The device remains implanted, but no longer in service. A boston scientific field representative later confirmed the 13 shocks were appropriate, and that the device was deactivated for a short time at the patient's request. However, the device is now programmed back on with no further complications.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received several shocks from the device. The patient was checked at the clinic. The patient reported feeling palpitations prior to receiving the shocks, but had no other symptoms. The device data was sent to technical services for review. It was noted that the shock impedance measurements were higher than those at implant, up to 124 ohms, but were not out of range. A review of the episode found the patient had received five shocks total and that therapy was exhausted in the episode. The patient was in a fast ventricular tachycardia (vt), which was detected and treated successfully. However, post-shock atrial fibrillation (af) was present. The vt re-initiated spontaneously a few seconds after the first shock and again was reverted to afib after the second shock. The ventricular rate remained high, with intermittent runs of pvcs or aberrant conduction, leading to the third shock. The rhythm was accelerated after the fourth shock, showing aberrant conduction or a different type of vt. After the fifth shock, there was a three beat reset of the tachycardia. Therapy was exhausted and no further s-ecgs were available for review. It was later reported that the vt was not converted after the last shock. However, the field representative reported that after the shocks, the patient's symptoms resolved. The patient will return to the clinic at a later date for programming changes. No adverse patient effects were reported.

Manufacturer narrative:
Correction: this report is being filed to correct the date received by manufacturer (mm/dd/yyyy) and date of this report (alert date). (B)(4); the patient was seen in the clinic, where device reprogramming of the tachy zones was performed. An x-ray was also performed which was unremarkable, and no further actions were planned. The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Boston scientific received new information about this patient and device. It was reported the patient had additional episodes of vt and received 13 shocks from the device. No shock were reported to be inappropriate. The patient was subsequently hospitalized and underwent a cardiac ablation procedure. One week post-ablation, the patient requested the device be deactivated, due to fear and anxiety of receiving any more shocks. The device remains implanted, but no longer in service. A boston scientific field representative later confirmed the 13 shocks were appropriate, and that the device was deactivated for a short time at the patient's request. However, the device is now programmed back on with no further complications.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received several shocks from the device. The patient was checked at the clinic. The patient reported feeling palpitations prior to receiving the shocks, but had no other symptoms. The device data was sent to technical services for review. It was noted that the shock impedance measurements were higher than those at implant, up to 124 ohms, but were not out of range. A review of the episode found the patient had received five shocks total and that therapy was exhausted in the episode. The patient was in a fast ventricular tachycardia (vt), which was detected and treated successfully. However, post-shock atrial fibrillation (af) was present. The vt re-initiated spontaneously a few seconds after the first shock and again was reverted to afib after the second shock. The ventricular rate remained high, with intermittent runs of pvcs or aberrant conduction, leading to the third shock. The rhythm was accelerated after the fourth shock, showing aberrant conduction or a different type of vt. After the fifth shock, there was a three beat reset of the tachycardia. Therapy was exhausted and no further s-ecgs were available for review. It was later reported that the vt was not converted after the last shock. However, the field representative reported that after the shocks, the patient's symptoms resolved. The patient will return to the clinic at a later date for programming changes. No adverse patient effects were reported.

Manufacturer narrative:
UDI = ((B)(4); the patient was seen in the clinic, where device reprogramming of the tachy zones was performed. An x-ray was also performed which was unremarkable, and no further actions were planned. The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Boston scientific received new information about this patient and device. It was reported the patient had additional episodes of vt and received 13 shocks from the device. No shocks were reported to be inappropriate. The patient was subsequently hospitalized and underwent a cardiac ablation procedure. One week post-ablation, the patient requested the device be deactivated, due to fear and anxiety of receiving any more shocks. The device remains implanted, but no longer in service. A boston scientific field representative later confirmed the 13 shocks were appropriate, and that the device was deactivated for a short time at the patient's request. However, the device is now programmed back on with no further complications. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Elective replacement indicator (eri) battery status was declared prior to explant. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received several shocks from the device. The patient was checked at the clinic. The patient reported feeling palpitations prior to receiving the shocks, but had no other symptoms. The device data was sent to technical services for review. It was noted that the shock impedance measurements were higher than those at implant, up to 124 ohms, but were not out of range. A review of the episode found the patient had received five shocks total and that therapy was exhausted in the episode. The patient was in a fast ventricular tachycardia (vt), which was detected and treated successfully. However, post-shock atrial fibrillation (af) was present. The vt re-initiated spontaneously a few seconds after the first shock and again was reverted to afib after the second shock. The ventricular rate remained high, with intermittent runs of pvcs or aberrant conduction, leading to the third shock. The rhythm was accelerated after the fourth shock, showing aberrant conduction or a different type of vt. After the fifth shock, there was a three beat reset of the tachycardia. Therapy was exhausted and no further s-ecgs were available for review. It was later reported that the vt was not converted after the last shock. However, the field representative reported that after the shocks, the patient's symptoms resolved. The patient will return to the clinic at a later date for programming changes. No adverse patient effects were reported. In 2018 the device was explanted due to normal battery depletion.

Manufacturer narrative:
(B)(4); the device remains in service, pending another device follow up for programming considerations. This report will be updated when additional information is received.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received several shocks from the device. The patient was checked at the clinic. The patient reported feeling palpitations prior to receiving the shocks, but had no other symptoms. The device data was sent to technical services for review. It was noted that the shock impedance measurements were higher than those at implant, up to 124 ohms, but were not out of range. A review of the episode found the patient had received five shocks total and that therapy was exhausted in the episode. The patient was in a fast ventricular tachycardia (vt), which was detected and treated successfully. However, post-shock atrial fibrillation (af) was present. The vt re-initiated spontaneously a few seconds after the first shock and again was reverted to afib after the second shock. The ventricular rate remained high, with intermittent runs of pvcs or aberrant conduction, leading to the third shock. The rhythm was accelerated after the fourth shock, showing aberrant conduction or a different type of vt. After the fifth shock, there was a three beat reset of the tachycardia. Therapy was exhausted and no further s-ecgs were available for review. It was later reported that the vt was not converted after the last shock. However, the field representative reported that after the shocks, the patient's symptoms resolved. The patient will return to the clinic at a later date for programming changes. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4); the patient was seen in the clinic, where device reprogramming of the tachy zones was performed. An x-ray was also performed which was unremarkable, and no further actions were planned. The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Boston scientific received new information about this patient and device. It was reported the patient had additional episodes of vt and received 13 shocks from the device. No shock were reported to be inappropriate. The patient was subsequently hospitalized and underwent a cardiac ablation procedure. One week post-ablation, the patient requested the device be deactivated, due to fear and anxiety of receiving any more shocks. The device remains implanted, but no longer in service. A boston scientific field representative later confirmed the 13 shocks were appropriate, and that the device was deactivated for a short time at the patient's request. However, the device is now programmed back on with no further complications.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received several shocks from the device. The patient was checked at the clinic. The patient reported feeling palpitations prior to receiving the shocks, but had no other symptoms. The device data was sent to technical services for review. It was noted that the shock impedance measurements were higher than those at implant, up to 124 ohms, but were not out of range. A review of the episode found the patient had received five shocks total and that therapy was exhausted in the episode. The patient was in a fast ventricular tachycardia (vt), which was detected and treated successfully. However, post-shock atrial fibrillation (af) was present. The vt re-initiated spontaneously a few seconds after the first shock and again was reverted to afib after the second shock. The ventricular rate remained high, with intermittent runs of pvcs or aberrant conduction, leading to the third shock. The rhythm was accelerated after the fourth shock, showing aberrant conduction or a different type of vt. After the fifth shock, there was a three beat reset of the tachycardia. Therapy was exhausted and no further s-ecgs were available for review. It was later reported that the vt was not converted after the last shock. However, the field representative reported that after the shocks, the patient's symptoms resolved. The patient will return to the clinic at a later date for programming changes. No adverse patient effects were reported.